Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having inadequate stimulation. X-ray was taken and showed lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that no device malfunction suspected.

Event description:
A report was received that the patient was having inadequate stimulation. X-ray was taken and showed lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.